Event description:
A patient underwent aaa repair in 2009. The patient's anatomical form was suitable for aaa repair. The procedure was performed as prescribed. Zenith aaa endovascular grafts were placed without any problem. About 2 hours after finishing the procedure, it was reported that the patient's right leg was pulseless. On diagnostic imaging, it was judged that air embolism occurred. A small amount of air was included in the blood during the procedure. The pulse was recovered during the diagnostic imaging, so additional procedure was not performed. As of the next day, the patient has shown recovery.

Manufacturer narrative:
The line of zenith devices have completed the appropriate design control activities showing the device meets the design input requirements and the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding air emboli in the vasculature, the IFU instructs the user when flushing the system, elevate the distal end of the system to facilitate removal of air. We will continue to monitor for similar complaints.